Manufacturer narrative:
Manufacturer's investigation conclusion: the reported external driveline jacket damage adjacent to the system controller was confirmed via an abbott representative. A clamshell repair was performed on (B)(6) 2024 to remedy the situation, per the account. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use and patient handbook are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the outer sheat of the cable was damaged at the exit of the system controller on the percutaneous lead. There were no alarms associated with the event. No log files or images of the damage were available. A percutaneous lead bend relief repair was done and the issue resolved.